Event description:
PICC line was placed via left arm on 06/01. Two days later patient had symptoms of edema from site to hand. On the following day, ultrasound was negative for dvt. On 07/2001, ultrasound was positive for dvt. The line was discontinued same day.